Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer changed the infusion set and cartridge to resolve the blockage. Insulin delivery was resumed.